Manufacturer narrative:
Results: snap ring on the fowler clutch came off.

Event description:
It was reported by service report that the fowler drifts down with weight. No patient involvement or adverse consequences are reported.